Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a mako tka case there was a deep distal femoral cut ranging on verification from 1.2 to 1.5 mm deep. The initial blade registration with the angled saw was 1.0 which passed but the surgeon thought it was too high (1.0 in near side of blade and 0.7 on far side of blade). After this deep cut the surgeon chose to take the blade out and reattach,then redo rio registration to improve the value. This did not improve to his liking so he asked to change the mics handpiece. After this was changed the rio registration passed and the blade registration passed. The surgeon chose to trial the femur and believed that the trial did not fit well due to the deep distal cut. He chose to increase his distal femoral cut by 1mm and recut the other femoral cuts. He was then happier with the fit of the femoral trial. The same mics handpiece with that lot number had been involved in a deep cut earlier this month but it was unclear at that time as there were other factors involved.

Manufacturer narrative:
Reported event: during a mako tka case there was a deep distal femoral cut ranging on verification from 1.2 to 1.5 mm deep. (The initial blade registration with the angled saw was 1.0 which passed but the surgeon thought it was too high (1.0 in near side of blade and 0.7 on far side of blade) after this deep cut the surgeon chose to take the blade out and reattach, then redo rio registration to improve the value. This did not improve to his liking so he asked to change the mics handpiece. After this was changed the rio registration passed and the blade registration passed. The surgeon chose to trial the femur and believed that the trial did not fit well due to the deep distal cut. He chose to increase his distal femoral cut by 1mm and recut the other femoral cuts. He was then happier with the fit of the femoral trial. The same mics handpiece with that lot number had been involved in a deep cut earlier this month but it was unclear at that time as there were other factors involved. Product evaluation and results: the product was not evaluated as the product was unavailable for inspection. Product history review: device history records indicate 25 devices were manufactured under lot k08oc and 23 devices were accepted into final stock on 03/9/2017. A review of qt17-03-0036 revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, lot number 42020716 shows no additional complaints related to the failure in this investigation. Conclusion: the alleged failure mode could not be confirmed as the product was not available for inspection. No additional investigation or specific actions are required. Nc/CAPA review: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : device not returned.

Event description:
During a mako tka case there was a deep distal femoral cut ranging on verification from 1.2 to 1.5 mm deep. (The initial blade registration with the angled saw was 1.0 which passed but the surgeon thought it was too high (1.0 in near side of blade and 0.7 on far side of blade). After this deep cut the surgeon chose to take the blade out and reattach,then redo rio registration to improve the value. This did not improve to his liking so he asked to change the mics handpiece. After this was changed the rio registration passed and the blade registration passed. The surgeon chose to trial the femur and believed that the trial did not fit well due to the deep distal cut. He chose to increase his distal femoral cut by 1mm and recut the other femoral cuts. He was then happier with the fit of the femoral trial. The same mics handpiece with that lot number had been involved in a deep cut earlier this month but it was unclear at that time as there were other factors involved.